Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure was performed on the sfa. The protege everflex stent became hung up in another stent. The distal tip of the protege everflex delivery system broke and the physician retrieved the tip with a spider. Another protege everflex was deployed. No harm to pt reported.